Event description:
It was reported that issues were experienced for cassette 1 for clamp tubing. Per reporter, a double pump malfunction. Subsequently, the pump started beeping "no disposable, clam tubing". No patient side effects or injuries. Pump is running for now.

Event description:
Additional information received via email from FDA on 17-feb-2022 : medwatch mw5106791. Attributes updated.

Manufacturer narrative:
D4 UDI is unknown. No product information has been provided to date. B5 , d5 h6 h6: heic. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.